Manufacturer narrative:
Rti surgical germany will conducted a comprehensive records review. When completed a follow-up will be submitted.

Event description:
On 11/28/2024 rti surgical, inc. (Rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint indicating the patient underwent a dental procedure on tooth 45, with implantation of copios pericardium membrane on (B)(6) 2019. It was reported that doctor noticed that when using the copios pericardium membrane it doesn't achieve the bone regeneration. Almost all the bone is lost and when using membranes from other companies he doesn't have any issue and the regeneration is successful. He noticed that the membrane effect is too short, and he loses the graft. Pain and inflammation reported as a consequence of the event. The graft was explanted on (B)(6) 2019.

Event description:
It was previously reported that the graft was explanted on (B)(6) 2019, that was an error. The graft was actually resorbed on (B)(6) 2019. An appointment was set for (B)(6) 2019 to eliminate the infection. The patient was prescribed pantomicina 500 mg one day before surgery, the patient has a known allergic reaction to penicillin. Additionally, the patient was prescribed paracetamol for pain after surgery.

Manufacturer narrative:
Review of records for the serial ID and lot indicated that there were no excursions during manufacturing of the copios pericardium membrane. Based on the investigation, there is no indication that the membrane could have caused the bone graft failure. However, post-operative infections can cause failure of the remodeling process for both, the bone and the membrane material.